Event description:
The reporter stated that during a spinal surgery procedure, the device cracked upon insertion. A hairline fracture was observed. The device was removed from the surgical site. There was no harm to the pt and the procedure was completed successfully.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.